Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification.

Event description:
Caller indicated the assure 3 meter was giving inaccurate readings. The patient's mother found her daughter unresponsive at 11am. Two hours after feeding her breakfast, she said she immediately gave her daughter glucose gel on the inside of her mouth, then she immediately checked her daughters blood sugar on the assure 3 meter and got the result hi so she then immediately gave her daughter 4 units of insulin then checked her daughters blood sugar on the assure 3 meter and got a result of 32. She then immediately called the paramedics; she said, it took the paramedics at least 10 minutes to get to her home. When the paramedics got to her home, they immediately checked her daughters blood sugar with their device and got a reading of 31, then they tried to give her an IV but the paramedics couldn't get a vain for the IV, so they decided to give her glucose gel on the inside of her mouth, then her daughter started to wake up and became responsive. They checked her blood sugar again on the paramedic's device and got a result of 70. The paramedics recommended that she be taken in but she felt her daughter was stable and she was planning on staying with her the rest of the day, so she did not go to the hospital.